Manufacturer narrative:
The reported condition could not be confirmed as evidence was found that indicated staples were present. However, during investigation the instrument locked. Analysis of this condition revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod from lifting and eliminate further occurrence of this condition.

Event description:
Surgeon applied stapler to bowel in a low anterior resection. According to surgeon, the stapler did not have staples. The surgeon then used another instrument without any problem.